Manufacturer narrative:
This report is submitted on april 06, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use; subsequently the device was explanted (date not reported).